Manufacturer narrative:
The actual devices were returned to the company for evaluation. Visual examination of the returned devices demonstrated that they deployed into a shape consistent with what would be expected for the anatomical space to which they were applied. It is unclear whether the pt's pain would have resolved with removal of the nuclear fragment alone. No conclusion can be drawn with regard to whether the device(s) contributed to the adverse event that necessitated revision surgery.

Event description:
The inclose-rm mesh was implanted in 2007, following a discectomy procedure for treatment of symptoms related to herniated intervertebral discs at l4/l5 and l5/s1. Ten weeks later, the pt experienced acute recurrence of radicular pain. An exploratory procedure was performed three months later, at which time it was noted as per the physician that the devices remained intact and affixed to the anulus. A nuclear (tissue) fragment was removed from the canal at l4/l5 and both devices were removed without incident at the surgeon's discretion. No motor deficit was observed and there was no damage to the nerve root. There were no additional complications associated with the procedure and the physician was satisfied with the result.